Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Occurred in the united states. It was reported that the patient was hospitalized due to fluctuating blood glucose on (B)(6) 2024 and was treated with 3 glucose tablets, 4 ounces of orange juice . The blood glucose level was fluctuating from 561mg/dl to 45 mg/dl at the time of event and was caused by the bent cannula. The patient also threw up while at the hospital. No further information was available.